Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12234. It was reported the patient has invalid impedances on one side. X-rays revealed one of the leads migrated. The physician plans surgical intervention to address the issue. The patient has four leads from two different lot numbers, both are being reported.